Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. The event history log review showed multiple occurrences of system error 20602 (monitor motor stall) and one occurrence of system error 21515 (uso sensor failure low). A visual inspection was performed and observed sticky fluid in the shuttle and shuttle plates. Confirmed shuttle intermittently sticks during pump operation which could cause the flow rate issue. The reported condition was verified. The cause of the condition was determined to be the mechanism assembly. The mechanism assembly will be replaced to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had incorrect flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.